Event description:
Device was returned to physio-control. The failure analysis lab evaluated the device, and observed that the charge-pak, attention, and service wrench icons were displayed, and the device would not power on.

Manufacturer narrative:
Physio-control evaluated the device and observed excessive current leakage from the internal batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure was an electrically leaky capacitor, designator c177.